Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue has been confirmed through testing. Air aspiration was observed when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Event description:
Information received by medtronic indicated that there was a leak from the hemoatatic valve of the sheath. The sheath was replaced and the cryoablation procedure was completed. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.